Event description:
Plant ops, alleged that staff, was moving bed and injured her hand when it became pinched between bed and wall. Human resources, was not the one who allegedly was involved in the alleged incident. Staff alleged that a nurse alleged that the intellidrive would not operated and the staff were pushing the bed into the ccu. Staff alleged the nurse assistant injured her hand, when it became pinched between bed and door frame allegedly causing a contusion to the hand. The nurse assistant was allegedly placed on light duty for 2-3 days and is now back to work on normal duty. The bed was occupied at the time the tsr was investigating, and the patient was in isolation, and could not be moved. Tsr tom burns will inspect the bed and repair of any type will be documented on line 2 of this contact.